Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 300 mg/dl, 178 mg/dl, 111 mg/dl, and 110 mg/dl. Customer obtained the first two results with 1 vial of lot 303214. Customer then opened a second vial of lot 303214 and obtained the final two results. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the first vial of aviva strips. (B)(4).